Event description:
It was reported the patient's stimulation device was turning off. The patient suspected his pacemaker might be the cause. The patient felt a loss of stimulation. The patient was seen in the clinic and was in good condition. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.